Event description:
It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed within the pump supplies. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer clears the alarm and resumes insulin to resolve the issue.